Manufacturer narrative:
Device evaluation: during evaluation of the device a tear was observed within a crease on the posterior view, measuring approximately 0.1 cm. No other anomalies were observed. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast reconstruction with mentor smooth round moderate plus profile 300cc saline breast implants which the left side deflated after implantation.. As a result patient had it removed and replaced with another mentor device catalog number: 3502300, serial number: (B)(4) on (B)(6) 2019.